Event description:
One implant failed to integrate and one was loose due to low torque (25 n-cm instead of minimum 30 n-cm) and was placed on very low density bone d3 or d4) where primary stability was not achieved.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Furthermore, the implant system requires a torque of at least 30n-cm. The implant that failed to integrate and the one that was loose was placed in a very low density bone (d3 or d4). Also, clinician was only able to apply a 25n-cm torque on the implant, which is less than the required minimum 30n-cm. Although, the clinician did not achieve primary stability, he still placed the implants. The clinician removed the implants and will be replacing them with new ones (this time ensuring that the implant placement specifications are followed). The implant lot history records were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.